Manufacturer narrative:
Integra has completed their internal investigation on 6/20/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: one (1) cusa mft sealed package was received (lot 1152017/ catalog c3601). Three (3) particles were noticed inside the package adhered to the plastic tray surface. The largest of the three was approximately 2mm wide; the others were too small to measure. The largest particle is similar in shape as the one shown in the customer¿s complaint photo. Since no particle was found at the same location as in the customer¿s photo, it is assumed that it is the same particle that moved to another location during shipping and handling. The unopened package was shown to manufacturing and qa personnel. They mentioned that the particles seemed like process related materials such as tubing or adhesive residues. The package was opened to examine the particle. The particle was very thin and difficult to handle due to its size and that it ¿jumped around¿ and adhered to other surfaces probably due to static electricity. Device history record (DHR) of manufacturing lot 1152017 of cusa, 36 khz manifold tubing set, was reviewed. Manufacture date of finished goods (fg) lot 1152017 is 06-2015 and expiration date is 06-2018. According to the DHR review, no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. After reviewing the complaint system since 2013, (B)(4)) complaints (including this one) related to foreign material has been reported in cusa manifold tubing family at integra lifesciences pr facility. Complaint occurrence rate of approximately (B)(4)%. The reported condition described as ¿we found a foreign matter inside the package¿ was confirmed with the returned unit. The particle could not be identified, but it is most probable the particle noticed by the customer is process related and that it may have escaped visual inspection as it was a loose particle as it could have concealed itself between the manifold tubing.

Event description:
At the incoming inspection of goods by the distributor, foreign matter was found inside the package. There was no patient involvement.